Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, the display would fade to a blank screen and start beeping. Their device would also intermittently reboot and boot up normally. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control provided the customer, a biomedical engineer, with technical assistance and an estimated cost of repair. It was later confirmed by the biomedical engineer that they have decided to not send their device in to physio for evaluation and repair. The biomedical engineer further advised that they have sent their device to a third party service company for repair. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, the display would fade to a blank screen and start beeping. Their device would also intermittently reboot and boot up normally. There was no patient use associated with the reported issue.